Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that yesterday they were not able to urinate at all. Patient said they were squishing with their hand over the bladder and did very little and then a half hour later they had to go back and do a little more. Agent walked patient through connecting the handset and communicator to the implant and patient was able to successfully connect. Patient would maintain stimulation level and would continue to track symptoms. Patient was redirected to their healthcare provider (hcp) to further address their issue.